Event description:
It was reported that during a pneumonectomy left lung procedure, when stapling the last major blood vessel artery pulmonalis. The device and reload fired, but didn't deploy staples in the tissue, which wasn't initially noticeable. The artery was dissected with a scalpel causing the massive bleeding, because the artery wasn't stapled. The patient consequence was bleeding. Surgeon used clamp on artery to stop the bleeding. Surgeon then used ethicon sutures to ligate the artery. This made the bleeding stop and put the patient out of life threatening situation.

Manufacturer narrative:
(B)(4). Additional information provided: was the staple line inspected prior to cutting? As it was the last vessel of 3 in a left pneumonectomy the lung was removed prior to releasing the stapler. So no inspection prior to cutting. Did the surgeon use proximal and distal control? No space for proximal control as it was intrapericardial. Distal control is irrelevant as it was the last vessel anyhow. Did this occur on the 1st firing? 3rd cartridge. Was confirmation did the surgeon receive that indicated the device was completely fired? Heard the click, handle in back position closed. Were there any staples present? Not a single stapler in the tissue, all stayed in the magazine and were closed. Was the patient on any anticoagulants prior to the procedure? No. Did the patient have any clotting disorders? No. Where there any changes in the patient's postoperative course as a result of the issue? Yes, arrhythmias, af and blood transfusion due to blood loss and fairly wide opening of the pericardis (ca. 5-6 cm at the outflow tract). How is the patient's present condition? Reasonable, no pulmonary problems, but both in af. The device was received in good visual condition and with two reloads present. Reload (a) was received fully fired; reload (b) was returned fully loaded with staples. The device was tested for functionality with the returned reload (b) and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The instructions for use notes, when dividing major vascular structures, it is mandatory to adhere to the basic surgical principle of proximal and distal control. Failure to fire the device, or incomplete firing of the device, and then proceeding to divide the vessel may lead to catastrophic bleeding. For this reason, inspect the staple line by releasing the device prior to dividing the vessel. An alternative approach is to place a vascular clamp across the vessel prior to dividing.